Event description:
It was reported the procedure was to treat a moderately tortuous, heavily calcified right coronary artery. After pre-dilatation, a 4.0 x 18 mm rx vision stent delivery system (sds) was advanced but would not cross the lesion. The sds was pushed and the proximal shaft buckled and kinked. The sds was removed and the proximal shaft separated outside the patient. The procedure was completed by placing a 4.0 x 12 mm rx vision and a 4.0 x 28 mm rx vision. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported failure to cross could not be replicated in a testing environment as it was based on operational circumstances. The shaft separation was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the multi-link rx vision instruction for use states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Failure to follow these steps and / or applying excessive force to the delivery system can potentially result in loss or damage to the stent and / or delivery system components.